Event description:
Equipment malfunction during laparoscopic supracervical hysterectomy. While surgeon was using sterile lap loop electrode, loop's edge (with the ball end connected to wand) was activated and the wire broke/disengaged from the screw end. Noted a small abrasion to the bowel which oozed blood for a short period of time.